Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent lateral episiotomy on (B)(6) 2014 and suture was used. On (B)(6) 2014, the surgeon noted the wound ruptured without red swollen appearance. The suture was visible in the ruptured wound. The surgeon removed the suture, cleaned the incision and closed with suture. Culture result of secretions indicated no pathogen. The current patient status is fine.

Manufacturer narrative:
Conclusion: no product was returned for evaluation. Retained samples were evaluated. They were visually and functionally examined for tensile strength and they met the requirements.